Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through the pump reset process, resolving the issue without further displaying the error code, and the caller successfully started their sensor session.